Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet issued repeated restart alerts and a verified alert 38 for consecutive stalled motor after multiple restarts, with instructions provided to perform a restart and subsequent direction to replace the pump; back-up therapy education was provided. Symptoms included hyperglycemia up to 310 mg/dl without loss of consciousness or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included interruption of insulin delivery requiring device replacement and patient management by a school nurse without hospitalization. Investigation included review of device alert history and complaint assessment. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.